Event description:
The dealer reported that the concentrator shuts down unexpectedly. It is unclear if the unit alarmed prior to shutting down to alert the user to seek another source of oxygen prior to shutting down.